Event description:
Galal, et al ¿stent-assisted treatment of unruptured and ruptured intracranial aneurysm: clinical and angiographic outcome. British journal of neurosurgery 2013 was noted via a literature review. The medical records of all patients treated for cerebral aneurysms from january 2005 to november 2010 were retrospectively retrieved from a prospectively maintained computerized database. An enterprise vrd (enf452212) was used to treat a ruptured basilar artery tip aneurysm (patient 17) with indicated complication of stent displacement and coiling was staged. It was also indicated that there was internuclear ophthalmoplegia due to embolic stroke during the index procedure which resolved completely over 6 months. The aneurysm dome to neck ratio was 7:4. During the procedure the stent migrated backwards into the ba after initial deployment resulting in an unintended ¿waffle-cone¿ configuration. This necessitated staged coiling 6 weeks later to avoid any further stent displacement. Follow-up was conducted 7 months post procedure with clinical outcome indicated as mrs 0. It was indicated that for unruptured aneurysms dual antiplatelet drugs (aspirin 325 mg and clopidogrel 75 mg) were started 5 days prior to the procedure, with the daily dosage given on the morning of the procedure. The patient received systemic heparinization (70 units/kg) after femoral access, and activated clotting time was maintained between 250 and 300 s throughout the procedure. Aspirin 325 mg and clopidogrel 75 mg were continued daily after that for 3 months, followed by aspirin 325 mg alone, which was continued indefinitely. The stent remains implanted thus unavailable for analysis.

Manufacturer narrative:
The event date is unknown. The complaint device was unavailable for analysis and no sterile lot number information was provided. No DHR could be performed without the lot number. Embolic stroke is a known adverse event associated with the intracranial stent and coil placement procedures and is listed in the IFU as such. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the available information suggests that target lesion, patient issues and procedural issues may have contributed to the reported event.